Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Device is not coming back for investigation because new pads resolved the issue.

Event description:
It has been reported that the AED did not pass self-diagnostic check.